Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was observed to have blood ingression. The analyst noted the full lead was returned in segments. The distal conductor is fractured at 18.4 cm. There is blood in the distal conductor at 20.5 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: model: 4965-25, lead; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) epicardial lead displayed oversensing noise, short v-v episodes and a elevated threshold. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.